Event description:
Boston scientific received information that the patient with this device experienced syncope. The patient had contacted his physician. No additional information was obtained from the area representative.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.